Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened, and a physical investigation will be performed. Section (serial number) has been updated to unknown. The sensor serial number provided to adc by the customer at the time of the call and subsequently captured in the initial report ((B)(4)) was deemed to be invalid upon extended investigation.

Event description:
The customer reported receiving a freestyle libre sensor error message. The customer experienced the symptom of dizziness, and had contact with a healthcare professional. The customer reported being diagnosed with hyperglycemia, and received treatment from the healthcare professional. However, the customer could not remember what treatment was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information - section h4 (device manufactured date) has been updated based on returned product download. Sensor (B)(4) has been returned and investigated. Visual inspection has been performed on the sensor patch and no issues were observed. Extracted data from the returned sensor using approved software. The sensor found to be in sensor state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no issues were observed. The sensor was reprogrammed and the current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.section d4 (serial number) has been updated to (B)(4) based on the returned product.

Event description:
The customer reported receiving a freestyle libre sensor error message. The customer experienced the symptom of dizziness, and had contact with a healthcare professional. The customer reported being diagnosed with hyperglycemia, and received treatment from the healthcare professional. However, the customer could not remember what treatment was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported receiving a freestyle libre sensor error message. The customer experienced the symptom of dizziness, and had contact with a healthcare professional. The customer reported being diagnosed with hyperglycemia, and received treatment from the healthcare professional. However, the customer could not remember what treatment was provided. There was no report of death or permanent injury associated with this event.